Event description:
It was reported that, during a cholecystectomy procedure, the product was not presenting the proper sealing. A like device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info was not provided by the affiliate. Info is unavailable as no lot number was provided. Evaluation summary: the analysis results confirmed that, the device was non-functional. The device was tested and failed the leak test due to a deformed gasket. No conclusion could be reached as to what may have caused the damage to the instrument. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.